Manufacturer narrative:
(B)(4). Concomitant product(s): a 00599403210, lcck nexgen articular surface, 63342116; 00599401691, lcck nexgen femoral, 63009842; 00579104100, headed screw 48 mm length, 63467026; 00579104100, headed screw 48 mm length, 63503241; 00590102000, headless trocar drill pin 3.2 mm diameter 75 mm length, 63460539; 00597206532, all poly patella size 32 mm dia. Standard 8.5 mm thickness, 63283204; 00598003702, tibial component stemmed precoat, 63503857; 00598800427, tibial block and screws precoat size 4 10 mm thickness, 62932341; 00598800427, tibial block and screws precoat size 4 10 mm thickness, 63245823; 00598801013, stem extension straight 13mm dia x 100mm length, 63445013; 00598802011, stem extension offset 11mm dia x 100mm length, 63338907; 00599003610, distal femoral augment block precoat, 63305431; 00599003610, distal femoral augment block precoat, 63419322. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision. Subsequently, the patient's femoral and tibial components were revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure due to infection.

Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen stemmed tibial component , catalog # 00596600317, lot # 62941844 nexgen precoat femoral component, catalog # 00597001601, lot # 63546564. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.